Manufacturer narrative:
A steris technician inspected the washer and found the rinse pump was worn, causing the pump to intermittently leak when the washer motor would stop. The technician also noted the air line from the heat exchanger to the dry chamber was cracked, causing condensation to emit from the ductwork during the dry mode of processing cycles. The technician repaired the washer and placed it back into service. No further issues have been reported with the equipment. The washer was manufactured in 2005 and is under steris service contract. It was last serviced in october 2010 when preventive maintenance was performed. During this visit the technician did not note any leaks or issues with the ductwork or washer pumps.

Event description:
The user facility reported that an employee slipped and fell on a pool of water on the floor near the washer and landed on his elbow. The employee went to the facility emergency room where he received x-rays and was advised to take over the counter pain medication for his bruised elbow. The user facility reported the employee has returned to work with no sustaining injuries.